Event description:
On 29 may 2026, orthofix became aware of an event involving a surgical procedure utilizing the mariner deformity system. It was reported that an md1-115535 uni-planar screw, 5.5mm x 35mm disassembled intra-operatively. The screw and its components were retrieved from the surgical site, however, according to the reporter this resulted in a surgical delay of 30 minutes. No patient injury, death, or additional medical or surgical intervention was reported.

Manufacturer narrative:
The md1-115535 uni-planar screw, 5.5mm x 35mm was returned and evaluated by the engineer. The returned screw was visually inspected, and the failure mode was confirmed. The screw was completely disassembled. The disassembly can be attributed to the washer rotating out of its tab housing, as there was no deformation noted to any of the subcomponents. Possible adverse events like other spinal system implants, the following adverse events are possible. This list is not exhaustive: bending, disassembly, or fracture of implant and components.